Manufacturer narrative:
(B)(4). Batch # v95k3j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the mcm30 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining sixteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips didn¿t hold and came loose during surgery. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4) date sent: 2/11/2022 h2: additional information received: -the rep reported he was not present in procedure and was told later of device issue -the surgeon was an ent surgeon -surgeon felt clips were loose or "slippery" meaning he felt the clips were not holding -surgeon said device did not have usual feel -rep reported device handle color was all white -rep was unsure of vessel size that was being clipped -surgeon is very experienced surgeon -surgeon is currently using reusable devices due to backorder issues